Manufacturer narrative:
H3 product analysis:evaluation determined that the tip of the attachment was black and the rotation was slightly unstable. The likely cause of the failure was identified as inadequate preventative maintenance. Correction details: b5: event description updated d9: updated from "no" to "yes" and return date captured imf code updated from "f27" to "f26" h3: updated from "no" to "yes" fdm updated from "b17" to "b01" fdr updated from "c20" to "c17" fdc updated from "d16" to "d1101" h11 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On follow-up it was reported that the patent was present in the event but no injury.

Event description:
It was reported that attachment tip was burnt in black . It was reported that there was no patient involvement.

Manufacturer narrative:
H3:no evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.